Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule stopped transmitting after eight hours into the study. Because the study was incomplete, a repeat procedure might be performed. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: though the capsule nor recorder were received for evaluation, the study was received. Based on the data that was collected during the procedure, the recording was 8 hours 21 minutes instead of 48 hours. The study displayed ph values within specification for it's duration, with three small ignores at the beginning of the study which are attributed to the patient moving away from the recorder. The end of the study was caused by the recorder turning off, but a root cause cannot be determined as the device was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.